Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump rattles when vibrator motor is activated due to vibrator motor adhesive not adhering to case. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Event description:
Customer reported via phone call, they had issues with their insulin pump. Customer's blood glucose was 98 mg/dl. Customer stated since the day before calling they noticed the insulin pump did a grinding noise each time the buttons were pressed of the device advances from screen to screen. Customer wanted to check if the device was doing the noise due to it being in vibrate mode. Troubleshooting was performed. The device was currently vibrating with each button press. The device was set to vibrate. Customer had recently added a new battery to the device. Self test was performed and the insulin pump passed as the device vibrated. Customer was advised the insulin pump needed to be replaced due to customer's concerns with the grinding noise . The insulin pump was returned for analysis.